Manufacturer narrative:
UDI: (B)(4). Visual examination of the returned device revealed a fracture was located at the driver¿s distal tip, the second half of the tip was not returned. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static overload. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery a 7 mm expedium fas screw was inserted into the pedicle. During insertion the tip of the quick connect expedium screwdriver broke off. The broken tip was not retrieved from the patient and is still wedged in the recess of the screwhead. As this is covered by the rod there is no possibility this part can move freely. There was no surgery delay. No adverse effects were reported for the patient. The surgery could be completed with a second screwdriver available in the set.